Event description:
(B)(4). It was reported that post a stenting treatment procedure, stent damage occurred. On an unknown date, the patient had a 10.0x31mm carotid wallstent implanted in an unspecified carotid artery. (B)(6) 2011: it was determined that the carotid wallstent had shortened 10 approx 15mm to the center. There was no substantial change in percent stenosis. Two weeks later, this was treated with carotid artery stenting. Pre treatment data: psv: 93.9cm/sec, edv: 18.9cm/sec, psv_ica/psv_cca: 4.9, 36% stenosis. There is no data available immediately post treatment. However, a one year follow up performed (B)(6) 2011 revealed: psv: 54.6cm/sec, edv: 9.5cm/sec, psv_ica/psv_cca: 5.7, 29% stenosis. The patient's condition was said to be improved at this visit.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).